Manufacturer narrative:
On (B)(6) 2014, during a routine review of service order findings from (B)(6) in the united states, a quality manager identified an issue with inomax dsir# (B)(6) that was similar to a device issue which occurred in the past and had been associated with a serious adverse event (complaint-(B)(6)). Case comment: on (B)(6) 2014: although there was no adverse event reported; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023). Evaluation summary. Inomax dsir# (B)(6) was at the regional service center (rsc) for routine preventative maintenance. The service log review revealed a delivery failure alarm due to backlight current (598 counts) below the minimum 800 counts consistent with display backlight failure. The rsc investigation identified and replaced a faulty display/touchscreen assembly to rectify the fault. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under ikaria's quality system. A device related adverse event was not reported nor was a device issue alleged when the device was returned to the company for routine product maintenance; however, this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure [device issue]. Case description: during a routine review of service order findings at (B)(6) on (B)(6) 2014, a quality manager identified that inomax dsir# (B)(6) had experienced a display backlight failure. The affected device, inomax dsir# (B)(6), was undergoing routine, scheduled product maintenance when this issue was discovered. Although the customer did not report a device deficiency or serious adverse event with this device, a failed backlight display in a similar device was associated with a serious adverse event in the past, and is considered a reportable failure/event. As such, although this device issue did not result in a serious adverse event, it is being reported to the FDA because the root cause of this failure is the same as that which resulted in the previous reportable failure/event.